Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose ranged from 240-384 mg/dl with moderate ketone levels. A system check was performed with tandem technical support and the occlusions were found to be within the cartridge. Reportedly, the pump supplies were changed to address the issue. The customer reverted to manual injections for insulin therapy.